Event description:
While the pharmacy person was "...batching IV medications there were three failures with 60ml syringes. While pushing medication into fluid bags three different syringes split down the side and medication spilled out.